Event description:
Account reports stopcock separated during patient use, exposing the o.r. Nurse to blood in the mouth. Reporter states the nurse involved in this incident was "tested for communicable diseases and will be re-tested at 3 mos and 6 mos." Per reporter the facility is "following the hospital's guidelines for blood exposure." No additional information is available.